Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) and poor imaging are related to challenging patient anatomy (multiple segmentations of leaflets, prolapsing lateral leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 mixed tricuspid regurgitation (tr), prolapsing lateral leaflets, and multiple segments of leaflets for a triclip procedure. During the procedure there was difficulty visualizing the clip due to the patient anatomy. One triclip was deployed. A second triclip xtw was deployed. Post deployment a single leaflet device attachment (slda) was observed with the second clip. The clip detached from the septal leaflet and remained attached to the other leaflet. A third triclip was implanted to stabilize the second clip and further reduce tr. The final tr grade was 3. Per the physician the slda was due to the patient's pre-existing anatomy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.